Manufacturer narrative:
The date of incident, serial number, date of manufacture, and full consumer information have not been provided. The device is not available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
The date of incident was updated. This file is being reopened due to additional information provided. The serial number, date of manufacture, and full consumer information have not been provided. The device is not available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received a letter from an attorney alleging numerous problems with the unit that directly caused injury to the customer.

Event description:
Received a letter from an attorney alleging numerous problems with the unit that directly caused injury to the customer.

Manufacturer narrative:
The serial number and date of manufacture have been updated. The device was disposed of by the company that held it in quarantine since they went out of business. Therefore, no evaluation or inspection can be conducted. Device disposed of.

Event description:
Received a letter from an attorney alleging numerous problems with the unit that directly caused injury to the customer.

Manufacturer narrative:
The device was disposed of by the company that held it in quarantine since they went out of business. Therefore, no evaluation or inspection can be conducted. Device disposed of.

Event description:
Received a letter from an attorney alleging numerous problems with the unit that directly caused injury to the customer.